Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient¿s nurse described the area as an irritation under all 4 electrodes. It is described as patches of red dots and sometimes itchy. One of them broke the skin and bled. The patient also has dry itchy skin. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied a uswb lotion for the skin irritation. Follow up indicated that the skin irritation improved.